Manufacturer narrative:
Date sent to the FDA: 05/22/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, as the catheter was being removed, the balloon ruptured. The procedure was completed with this device. The surgeon did a postoperative hysteroscopy and was satisfied with the ablation. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the catheter failed the leak test because there was balloon damage due to a housing puncture, however no other leaks were found.